Event description:
Information was received from a healthcare provider (hcp) representative regarding spinal product used in micro discectomy spinal therapy for degenerative disc disease. It was reported that the flexarm was broken and no fragments left inside the patient. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the product was not used on the patient. Additional information was received via manufacturer representative that issue did occur on the back table so no patient was involved in the event.

Manufacturer narrative:
H3: product analysis of part#: 9561524, lot#: my19d001, visually the instrument was returned disassembled and identified that the smaller locking handle locking screws plastic washer is missing. The instrument cannot function as intended without the locking screw washer. This type of failure is consistent with the joint being taking apart and assembled incorrectly at some point, possible at cleaning. H11: this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.